Event description:
It was reported that (1) device was used during a thyroidectomy, it was reported by the affiliate that the mcm20 malfunctioned (no further details available). Another instrument was used to complete the case. There was no consequence to the pt.